Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation of the returned device found only lines present in the image and assigned the cause to a faulty mainboard. Additional evaluation findings are as follows: front panel lagged and did not respond. Pins of the receptacle unit were found corroded. The main switch was noted cracked. Scratches and corrosion were noted on the top cover, rear panel and chassis. Capacitor corroded but intact. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image had lines. There was no patient injury, associated with the problem, reported to olympus.

Event description:
The reported problem was identified during "general routine check/maintenance" as reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was assumed that the board failed, scratched, or corroded due to long-term use, and the indicated phenomenon occurred. Olympus will continue to monitor field performance for this device.